Manufacturer narrative:
This report was originally submitted on march 21, 2018 under report number 0000000000-2018-00001.

Event description:
The account alleges the needle broke during the extraction close to the grip and became stuck. A complex recovery was performed during which the remaining needle broke again into smaller pieces.